Event description:
It was reported that the customer had a motor error alarm on insulin pump. The customer's blood glucose was level 152 mg/dl. The customer stated that the insulin was exposed to strong magnetic field such as an MRI. The troubleshooting was performed. The customer was advised to discontinue the use of the insulin pump and revert to backup plan. The customer was advised to remove the insulin pump battery to prevent continued alarms. The customer was advised that the insulin pump will be replaced. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.